Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between february 17, 2025, indicates that shock impedance remained around 80 ohms until mid-august, when a sharp increase to over 150 ohms was observed, followed by a decrease back to approximately 85 ohms, and then another rise exceeding 150 ohms. No iegm episodes were available for further evaluation. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that out of range shock impedance alert was noted on home monitoring while other values were within limits. Patient remains monitored and lead remains implanted. Should additional information be received, this file will be updated.